Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/12/2013 with the following results: no defect found. The keypad is torn over the ok button. All of the keypad buttons respond properly. No buttons are sticking. Removed the keypad and found no damage or contamination to the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the ok button is sticky and not responding consistently to user input. There is also a tear in the rubber of the keypad. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.